Event description:
Allegedly per international orthopaedics (sicot)(2012) 36:35-41 article "revision hip arthroplasty using a cementless modular tapered stem", there were 5 patients revised. One for infection, one no complaint stated, one for migration, one for tumor, and one for dislocation due to trauma.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event codes are addressed in the package insert. The literature source did not provide information on the implantation dates nor dates of complications. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00163, 00164, 00166. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend. Product not returned.